Event description:
This lead was implanted on (B)(6) 2003 and was explanted on (B)(6) 2012 due to infection. A call to technical services states patient no longer has the device in her. It was taken out due to infection. She has no replacement as of yet. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).